Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc no hdd and reloaded the software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray failed to boot due to defective flexvision pc on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.